Event description:
It was reported the pt was experiencing discomfort at his ipg site while walking and exercising. The pt underwent revision surgery on (B)(6) 201,2 where his ipg was moved to a new location.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.